Event description:
It was reported that reported that the square ratchet (rsr) was slipping during surgery. The dentist was unable to complete the procedure so the patient will have to return.

Manufacturer narrative:
A zimmer ratchet wrench was returned for inspection. The product showed moderate signs of wear at the square heads and body, indicative of use. Returned device was examined visually. Part was functionally tested. The ratchet wrench functioned as normal. Complaint is unconfirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.